Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, during initial activation on (B)(6) 2025, the patient showed no auditory response and no loudness growth. The patient also experienced a steady tone and a booming sensation in the head, along with non-auditory sensations. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device on the contralateral ear during the same surgery.